Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that multiple buttons were often unresponsive and they had some difficulties when programming the bolus. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device passed displacement and self tests. No stuck buttons, multiple press issues or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).